Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a laparoscopic procedure two storz bipolar forceps broke allegedly due to material fatigue. It appears to be a defective batch. The fracture occurred when high-frequency / electrosurgery was applied. A replacement instrument was used, which has also broken. The surgery was prolonged but there were no negative impact in state of health reported. Cross reference MDR 9610617-2026-00887.